Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, ketones and diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2017 with blood glucose of 500 mg/dl. Caller reported that insulin pump received an alarm. The customer experienced symptoms such as abdominal pain and nausea. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer would call back to perform high pressure test. Customer was released and called back to perform high pressure test. Insulin pump passed high pressure test.